Event description:
Patient reported that infusion set broke. Patient could feel when the infusion set came out of her skin. Patient reported that this is the only lot of infusion sets with which she has had this concern. Patient's blood glucose was slightly elevated due to being off device to change infusion set. No treatment was received for high blood glucose.